Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when additional information is received. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted nine (9) years, eight (8) months, has been placed under evaluation for a valve-in-valve procedure after an unknown implant duration due to unknown reasons. It was reported the patient has not yet had the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 (describe event or problem), b6 (relevant tests/laboratory data, including dates), b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.), d4 (expiraton date), h4, h6 (type of investigation, investigation findings, investigation conclusions) stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve, has been placed under evaluation for a valve-in-valve procedure after an implant duration of 9 years due to bioprosthetic mild to moderate mitral stenosis and mild mr. The patient presented with chf, nyha 11-111. It was reported the patient has not yet had the procedure. (B)(6) 2012 was used to calculate implant duration.